Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced mesh erosion, vaginal discharge, leaking with cough and vaginal bleeding. An excision of the mesh was performed.